Manufacturer narrative:
(B)(4). Baxter medical assessment: the information received is insufficient to allow a medical assessment and determination of a causal relationship to the use of floseal. Following clinical aspects need to be clarified: date of diagnosis of cellulitis, potential risk factors; laboratory data during complication; therapy and treatment effect; date of discharge. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available at this time. Baxter is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
Complaint no: (B)(4). Baxter follow-up medical assessment: the review of clinical circumstances in conjunction with the safety profile of floseal does not reasonably suggest that the hemostatic matrix has caused or contributed to the reported complication. The cellulitis is most likely the result of alternative surgery- or preexistent patient pathology-related causes. Further investigation is not required. (B)(4). The initial MDR submitted on (B)(4) 2011 indicated that the date of the event was (B)(6) 2009. Additional information received on 09-feb-2011 clarified that the date of the event was (B)(6) 2009.

Event description:
(B)(6). (B)(4). Investigator study title: the efficacy of a thrombin based hemostatic agent in unilateral total knee arthroplasty ? A randomized control trial han jo kim md, m robson fraser md, barbara kahn np, steve lyman phd, mark p figgie md. Summary of study: the aim of the study was to use hemostatic agents to minimize blood loss and to decrease transfusion rates. Floseal is a thrombin based hemostatic agent with unknown efficacy in achieving these goals in total knee arthroplasty patients. We performed a prospective randomized controlled trial on floseal in patients undergoing unilateral total knee arthroplasty with the primary endpoint of assessing blood loss measured through drain output. The hemostatic agent was used intra-operatively. Patient demographic information, operative side, diagnosis, intra-operative details, implant choice, hospital course, laboratory values, vas pain scores and knee range of motion, adverse events and deviations from protocol were collected. Case details: (B)(6) underwent rt. Tka for djd on (B)(6) 2009. Pt developed cellulitis.

Event description:
Additional information received from reporter on 09-feb-2011: patient initials: (B)(6). Patient underwent left total knee arthroplasty on (B)(6) 2009. On pod 3, patient had blistering on the distal left site of the leg and it was redressed. On pod 4, patient developed a mild erythematic blister. At this time, the patient's inr was at 1/83, wbc was normal, and patient was afebrile. Patient was given vancomycin on pod 5 and various cultures were performed, including negative urinalysis and wound and joint cultures, which showed no growth. On pod 6, cellulitis and edema were observed; but the patient was found to be less erythematous and red. After 3 to 4 days of vancomycin, patient was given mobic for inflammation and vitamin k for elevated inr. An ultrasound of the lower extremity was performed on (B)(6) 2009 and was negative for deep vein thrombosis. Chronic pain service was consulted and the patient continued with vancomycin trough. On (B)(6) 2009 (pod 9), patient had arthroscopic incision and drainage of the left knee with no complications. On (B)(6) 2009, vascular service was consulted as patient developed maculopapular rash on his face and trunk along with lip swelling. No evidence of arterial insufficiency was found but the patient was positive for venous stasis. He was started on benadryl, which helped with the rash. Compression dressings and leg elevation was administered. The dermatology service was consulted and felt the patient had a urticarial eruption. This was most likely triggered by a drug reaction to ceftaz though patient had no known drug allergies. Benadryl and topic steroids were given. On (B)(6) 2009, the rash was noted to be much improved and the patient was discharged on (B)(6) 2009.